Event description:
As reported by our (B)(6) affiliate, following the removal of a 20fr expandable sheath (esheath) in a tavr procedure, a femoral artery dissection was noted and thrombus had formed. The thrombus was removed and the dissection was repaired with two stents. During the transfemoral procedure, a good amount of resistance was encountered as the novaflex+ (nf+) delivery system (ds) was advanced through the esheath. A 29mm sapien xt valve was advanced through the arch and successfully deployed with a final 60:40 aortic/ventricular (a/v) position. During removal of the esheath, a right femoral artery dissection was noted and thrombus had formed. The crossover balloon was inflated to allow time for the removal of the clots using a forgarthy catheter. The dissection was then repaired with the placement of two stents. The patient had been anti-coagulated with asa and plavix the night before the procedure and heparin was used during the procedure. Act levels were noted to be 275secs during the procedure. At the time of this report, the patient was doing well and in stable condition. The patient was discharged post operative day (pod) 3 with no further complications. It was perceived that the most probable cause of the thrombus was aortic plaque embolization plus iliac dissection with superimposed thrombus. The access vessel minimal luminal diameter (mld) was 7mm, with moderate calcification and no tortuosity reported.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, thrombosis and/or plaque dislodgement are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20fr esheath is > 7.0mm. In this case, the patient¿s mld measured 7mm, with moderate calcification and no tortuosity noted. In this case, patient factors (moderate calcification) likely contributed to the femoral artery dissection and subsequent thrombus formation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.